Event description:
Consumer received third and fourth degree burns from her heating pad. The burns were severe enough to require surgery. She was laying on the heating pad with a sheet covering the pad, which is contrary to proper use instruction.